Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and intermittently gave a solid tone and a hissing sound was heard during activation. Additionally, the instrument no longer meets the specification for continuity. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the handpiece was set aside with an unknown problem. The rep tested the handpiece and found a high impedance value. The rep reports when testing prior to the call the handpiece was making noises was making noises with test tip and device attached.